Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the centrifugal pump motor stopped turning. The product was not changed out. There was no consequences to the pt. The surgery was completed successfully.